Event description:
It was reported that the poly broke upon impact. A small piece fell into the patient, it was thoroughly inspected and washed out. There was no delay.

Manufacturer narrative:
The associated genesis tibial base impactor was returned and evaluated. A visual inspection found that the impactor bumper suffered material loss during use; none of the pieces were returned with the device. The device was manufactured in 2008 and exhibited extensive use damage. The device failure has been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.